Manufacturer narrative:
Calibration and qc were within the expected ranges. The field service engineer (fse) performed multiple corrective actions, including the adjustment of the ultra sonic mixer (usm), reagent probes, sample probe positions, and checked the gear pump pressure, the water/detergent levels, cleaned and lubricated the reaction ring and bearings, and executed a cell blank measurement. The customer performed a precision run which passed successfully. Additionally, the preventive maintenance visit (pmv) for the c702 module was completed. No further issues were reported since the service visit. The investigation determined that the root cause was hardware-related and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a discrepant bilirubin total gen.3 assay result for one patient sample tested on a cobas 8000 c702 module. The initial result was 2.5 mol/l. The repeat result was 262 mol/l. The test was repeated as the initial result was questioned by the doctor.